Event description:
It was reported that during an ultrasound guided prostate biopsy, allegedly the needle appeared to be that of a 20 cm length and not the labeled 25 cm length. It was further reported that the needle was unable to reach the target tissue through the re-usable needle guide. Reportedly, the procedure was stopped and the patient was rescheduled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: although the lot number was not provided, two potential lot numbers were determined in the sales review. The device history records have been reviewed and these lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the max-core device, along with its original packaging and labeling, were not returned for evaluation. Two electronic photos were provided for review. A device markings issue could not be confirmed based on the photo provided. Additional evaluation was performed, including a sales review to determine potential lots and additional manufacturing review to verify that all component lots matched affected device lots. The conciliation report determined that there was no potential for a mix-up for identified lots during device assembly. Therefore, the investigation is inconclusive for the reported device markings issue. Per the reported event details, the practice alleging the device markings issue does not order mc1820 devices, but does share a facility with another practice that orders mc1820 devices. While a definitive root cause could not be determined based on the reported event details, it is possible that a device mix-up occurred at the facility and contributed to the reported event. It should be noted that per procedure, all lots are tested for needle length. Additionally, the inspection procedures and review of prior/post manufactured lots and associated device components indicated no potential for a needle length mix-up. Therefore, it is unlikely that the event is related to manufacturing issue. Labeling review: the current IFU (instructions for use) states: general information and device description: the bard® max-core® biopsy instrument is a single use core biopsy device. It is available in several needle gauge sizes and lengths. The side and rear actuator buttons are color coded according to the various gauge sizes, e.g., yellow=20 gauge, pink=18 gauge, purple=16 gauge and green=14 gauge. Precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use.

Event description:
It was reported that during an ultrasound guided prostate biopsy, allegedly the needle appeared to be that of a 20 cm length and not the labeled 25 cm length. It was further reported that the needle was unable to reach the target tissue through the re-usable needle guide. Reportedly, the procedure was stopped and the patient was rescheduled. There was no reported patient injury.